Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture [baker grade unknown] resulting in sharp pains in the breast."

Event description:
Patient reported "capsular contracture [baker grade unknown] resulting in sharp pains in the breast." The following reported events have been deemed not device related: "breast implant illness symptoms including: extreme fatigue, joint pain, muscle pain, insomnia, brain fog, temperature, intolerance, sensitivity to smells, hair loss, chronic dry skin, sinus infections, yeast infections, visual disturbances, tinnitus, headaches, decreased libido, w eight gain, chronic dehydration, tight chest, metallic taste in mouth." The side of this record is unspecified. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6, g.1, g.3.

Event description:
Patient reported capsular contracture baker grade iii/IV.